Event description:
A report was received that the patient was explanted due to ineffective therapy, numbness and weakness in her legs. The physician indicated that the patient had been implanted in the sacrum for anal pain and the physician believed that the lead was pinching a nerve. The patient was reportedly doing fine after the explant procedure.

Event description:
A report was received that the patient was explanted due to ineffective therapy, numbness and weakness in her legs. The physician indicated that the patient had been implanted in the sacrum for anal pain and the physician believed that the lead was pinching a nerve. The patient was reportedly doing fine after the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02 serial # (B)(4) description: precision ipg kit.

Manufacturer narrative:
Device analysis indicated that the ipg passed performance and electrical tests. The device exhibited normal device characteristics. The paddle lead was cut, and the paddle was not returned. Damage to the device was similar to the typical explant damage and was not considered a failure.